Event description:
Description of event according to initial reporter: (B)(6) 2022: a (B)(6) female patient underwent tevar. Her aorta arch had been replaced with artificial vessel and tevar this time was performed for residual aneurysm from the distal arch to thoracoabdominal region. The access vessel was the right common femoral artery and the access route was slightly narrowed but it was determined to be accessible by performing pre-pta. Distal neck area was reverse funnel shape, so it was possible not to have sufficient sealing length, but the physician determined that an open surgery in the left chest for aorta replacement was not possible in consideration of the open surgery she had in the past, her age, and etc. So tevar was selected. First, the physician placed a gore's tag(f28×200) from right below the left subclavian artery. Then he placed zta-p-34-209-w1(e4128458) in the distal side of the tag. The procedure was completed without endoleaks. Date unknown: type iiia endoleak and suspected type ib endoleak were observed by follow-up CT. (B)(6) 2022: additional procedure to treat the endoleaks was performed. A gore's tag(f31×200: tgmr313120) was placed slightly distal to the previously placed tag. And coil embolization to the gap between the vessel wall and the distal part of the previously placed zta-p-34-209-w1(e4128458). Then zta-p-32-201-w1(e3889690) was placed inside to extend the distal end slightly(5mm). This time, tag and zta places with approx 100mm overlap. The physician confirmed both endoleaks were resolved and completed the procedure. Response to additional questions received 18mar2022: it¿s type iiia el - separation of tag and zta-p-34-209-w1, so there was no hole. No calcification. But the overlap area was located in the most curved part in the greater curvature of the aorta arch. Stent graft implantation location was the descending aorta. Distal to tag that was placed from right below the left subclavian artery with approx. 60mm overlap. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence

Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on 14jan2022 a patient underwent tevar. Her aorta arch had been replaced with artificial vessel and tevar this time was performed for residual aneurysm from the distal arch to thoracoabdominal region. The access vessel was the right common femoral artery and the access route was slightly narrowed but it was determined to be accessible by performing pre-pta. Distal neck area was reverse funnel shape, so it was possible not to have sufficient sealing length, but the physician determined that an open surgery in the left chest for aorta replacement was not possible in consideration of the open surgery she had in the past, her age, and etc. So tevar was selected. First, the physician placed a gore's tag(f28¿×200¿) from right below the left subclavian artery. Then he placed zta-p-34-209-w1(complaint device) in the distal side of the tag. The procedure was completed without endoleaks. Follow-up CT on an unknow date a type iiia endoleak and suspected type ib endoleak were observed. 11mar2022: additional procedure to treat the endoleaks was performed. A gore's tag(f31¿×200¿: tgmr313120) was placed slightly distal to the previously placed tag. And coil embolization to the gap between the vessel wall and the distal part of the previously placed zta-p-34-209-w1(complaint device). Then a zta-p-32-201-w1 was placed inside to extend the distal end slightly (5mm). This time, tag and zta places with approx 100mm overlap. The physician confirmed both endoleaks were resolved and completed the procedure. The device was not returned nor imaging data nor planning/sizing data were provided. Review of the device history record(s) gave no indication of the product(s) being produced out of specification. The provided information indicates that the device was placed in a distal neck area with reverse funnel shape, so it was possible not to have sufficient sealing length. The instruction for use shipped with the device(s) state that endoleak and/or separation is a known potential adverse event and that key anatomic elements that may affect successful exclusion of the aneurysm/ulcer include severe angulation (radius of curvature <20 mm) and localized angulation >45 degrees) and short proximal or distal fixation sites (<20 mm). In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. The insufficient sealing length is probably the cause for the reported endoleak although the patient anatomy also could have contributed to the event. The IFU contains a warning against using the device in conjunction with devices which have not been tested with the zta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.